Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient has pain and loosening.

Manufacturer narrative:
Additional information received on april 06, 2022. The device listed in this report as pha00606, stem revision "profemur® z", lot: 068501170 was not revised, therefore this device has been classified as "no complaint stated" since there's no alleged deficiency against this device. Please void this report.